Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and consumer (con) regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications. It was reported that when the patient goes to pull the reports on the handset, the patient gets a code 0x1c97d160. It was also reported that the handset takes a long time or has different errors. The patient stated that it takes longer to deliver the boluses because of the number of reports. The hcp stated that the patient reported that the reports storage was making the phone slow. The time to pair to obtain the reports and the time to request the bolus is longer because the phone storage was full. The patient stated that they select view, not download. The patient said that when they go into the files and deleted the reports, the telemetry worked faster. The hcp stated that at 90%, the communication lags for like 2 minutes and asked if there was a way to clear the reports. Technical services explained that if there were no downloads, there was nothing stored, no reports to delete, and no storage space being occupied. Of note, the patient stated that they just received a new communicator out of the box in september. No symptoms/patient complications were reported.